Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via telephone call that the customer had been hospitalized due to high blood glucose. The blood glucose reading was 600 mg/dl. The customer also had a urinary tract infection. The customer was treated with treated with an insulin drip and intravenous fluids. She was wearing the insulin pump at the time of the event. The nurse was advised to remove the infusion set. She stated that the drive support cap appeared normal and recessed. The time and date were correct. The nurse declined further troubleshooting and stated that the customer would call in to continue troubleshooting. The insulin pump was not returned or replaced.